Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to place the ipg into MRI mode due to high impedances. Troubleshooting was unsuccessful, and a lead fracture was suspected. As a result, the physician explanted and replaced the patient¿s lead, resolving the impedance issue. Postoperatively, effective therapy was reported.